Manufacturer narrative:
(B)(4). The device investigation was completed on 02/20/2014. As is ikaria's practice, this manufacturer's MDR is submitted in response to the receipt of a user MDR from the FDA. A medwatch form was not submitted at the time the event was originally reported to ikaria by the hospital because the device issue was not associated with an adverse event to a patient. Inomax dsir device serial number (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service logs which showed the flow through the injector module was below the minimum of 2l/min during reported alarms. The rsc investigation could not be reproduce the reported complaint of measured no> than set no. The root cause for this incident was user error as the device was being sued outside of specifications. The ventilator flow rate/nitric oxide delivery characteristics are contained in inomax dsir labeling and are addressed during user training.

Event description:
Monitored no greater than set no (device misuse). Case description: on (B)(6) 2014 a medsun safety report, user facility (B)(4) was received by ikaria from the FDA. The report states that on (B)(6) 2014, when the respiratory therapist (rt) arrived in the patient's room, the sample ine was in the nurse's hand, it had somehow come out of the circuit. When the sample line was replaced, the inovent (serial # (B)(4) ) was reading 28 parts per million (ppm) and the machine was set to delivery 5 ppm. The inovent was switched out with a new inovent machine. The patient's vital signs remained stable during the entire event. It is important to note that in the united states ikaria replaced all commercially used inovent devices with the inomax dsir by january 2013, therefore although the reporter listed the device brand/type as inovent it was the inomax dsir that was in use at the time of the device issue. A search of the ikaria safety database revealed no safety reports for the inomax dsir (serial # (B)(4) ) during the timeframe indicated on the medsun report. A search of the ikaria complaint database revealed a complaint received on (B)(6) 2014 from the same hospital as listed in the medsun report. The rt stated that the inomax dsir (B)(4) was reading a measured nitric oxide (no) greater than set no condition. The rt stated the device was on a patient when the sample line was disconnected. When the sample line was reconnected to the inomax dsir the device was set to delivery 5 ppm of inomax but was reading 20 ppm. Calibrations were done without success and the device was switched out with another inomax dsir (serial number not provided). The inomax dsir ds (B)(4) was returned to ikaria for inspection. The rt reported that here was no impact to the patient during this device issue. Case comment: (B)(6) 2014: post-marketing spontaneous non-serious device report reporting device misuse without any associated adverse event.